Event description:
The customer reported that while the unit was in use on a pt, the pump shutdown and displayed "no pt data available" and "system failure" messages. The pt was switched to another unit and therapy was continued. No pt injury was reported.